Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. It was noted that the device counters showed 22016 treated events. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this patient felt shocking sensations from this subcutaneous implantable cardioverter defibrillator (s-ICD) and presented to the emergency room (ER). Upon interrogation, the patient still felt the sensations, but no rhythm or device abnormalities were noted. It was noted that the device counters showed 22016 treated events. Technical services (ts) stated that this was most likely due to a temporary memory storage anomaly. Ts analyzed device save to disk data and confirmed the previously noted observation about the memory storage anomaly with no inappropriate therapy delivery or behavior. No adverse patient effects were reported. Currently, this s-ICD remains in service.